Manufacturer narrative:
(B)(4).

Event description:
The customer report : the device stay blocked on tissue after stapled. They have to extract the device by cutting tissue and suture it manually. No clinical consequences. Surgery : partial hepatectomie patient female.